Event description:
It was reported to nova biomedical that a consumer received a result of 503 mg/dl on their blood glucose meter at 9:24am. The consumer administered 6.8 units of insulin. At 9:51am, the consumer drank a health drink and administered 0.3 units of insulin. At 10:10am, the consumer ate breakfast, administered 2.5 units of insulin. At 11:44am, drank a health drink and administered 0.5 units of insulin. At 12:36pm, she drank another health drink and administered 0.3 units of insulin. At 12:37pm, the consumer administered another 0.2 units of insulin and again at 1:01pm, she administered 0.3 units of insulin. At 1.53 pm, the consumer performed a test getting a result of 400 mg/dl and administered 5 units of insulin. At 2.09pm, she administered an add'l unit of insulin. At 2:50 pm, she experienced a hypoglycemic event which did not require medical intervention. The consumer's boyfriend treated her. At 7:57pm, the consumer performed a test getting a result of 481 mg/dl. Based on that reading she administered 1 unit of insulin. At 9:24pm, she drove to the emergency room to have her blood glucose tested, the ER's unknown meter read 114 mg/dl and the nova meter read 411 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.